Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that there was a navigation ring malfunction and requested onsite service to replace the front bezel and power switch overlay. The customer already called in once about the issue and still hasn't heard anything from the authorized service provider (asp) engineer. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/16/2023, 03/24/2023 and 03/31/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer on the v60 indicating that there were navigation ring issues. It was reported that there was no patient involvement at the time the issue was discovered.